Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that this atrial lead was explanted due to pacing impedance measurements greater than 2000 ohms. A revision procedure was performed and the lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Resistance testing found that the lead was not electrically continuous. X-ray confirmed that the outer conductor coil had a break approximately 165mm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic/flex fatigue damage. Analysis concluded that the clinical observation of the out of range impedance measurements were due to the fracture. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was explanted due to high pacing impedance out of range of unknown cause. The patient underwent surgical intervention to remove and replace the lead. No additional adverse patient effects were reported. The lead is expected to be returned.